Event description:
It was reported that the pacemaker dependent patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition and reproducible with isometric movements. The patient was presented for the rv lead revision. During the procedure, when the physician attempted to remove the rv lead from the pacemaker, it was noted that the pacemaker¿s set screw had been over-tightened, causing difficulty in removing the rv lead. The existing rv lead was capped and replaced with a new rv lead during the procedure on (B)(6) 2026. The pacemaker was explanted, and the new rv lead was connected to the rv port of the new pacemaker. The patient remained stable throughout.